Event description:
The customer reported that although there was no image on the screen, the dose record and the screen record continuously increased.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.